Manufacturer narrative:
This report includes information previously submitted as part of the alternative summary report filed on july, 22, 2016, by medtronic under asr reporting authorization e1997043 and includes supplemental information received by medtronic. Any additional information received regarding this device will be submitted as a supplement to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 4 months post implant of this aortic bioprosthetic valve, the patient presented with severe paravalvular leak (pvl). Four months following the pvl diagnosis, the bioprosthetic valve was replaced with a non-medtronic mechanical valve. No additional adverse patient effects were reported.